Manufacturer narrative:
(B)(4).

Event description:
Complications caused a significant delay in surgery.

Event description:
The device was not used as intended as the driver sleeve was removed not per the surgical technique and as a result the wire broke. This event led to a prolonged surgery of over 30 minutes.